Event description:
The hospital reported multiple events of the extension set not securing to their angio catheter. The catheter is made by smith's medical, (B)(4) (protect IV plus safety IV catheter). The connection is loose and sometimes leaks. There was no report of pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of loose connections and leaks. The customer stated the product will not be returned because the sets have been discarded.